Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: there were multiple low battery warnings and two replace battery alarms observed in the black box history. There was evidence of excessive battery usage observed in the black box. The pump powered to the verify screen with the returned battery cap. The display was fully illuminated with audio tones and vibration present. The keypad was responsive. Once powered on, an alarm was emitted that required the pump to reboot to be able to continue. The returned battery cap was able to fully tighten to the pump. There was a crack observed in the battery compartment, but no evidence of moisture contamination inside the compartment. There was evidence of moisture contamination inside the pump when the case was removed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life was shorter than expected and not meeting the user¿s expectations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.